Event description:
It was reported that stent expansion failure occurred requiring additional stent. An 8x60x120 epic stent was advanced to treat the lesion. However, upon deployment, (B)(4)% of the stent was deployed. A biliary stenting using a different device was performed and the procedure was completed. There were no patient complications reported.